Event description:
It was reported the pt's ipg was unable to communicate with external devices. The pt has not charged the system for at least a month. The ipg was explanted and replaced. The pt has effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.